Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient experienced a skin reaction characterized by redness and sores localized under the overlay patch area. The sensor was inserted in the arm on or around (B)(6) 2026, and symptoms at the adhesive site developed approximately 10 days later. On (B)(6) 2026, the patient was brought to the emergency department (ed) by her husband due to unbearable pain at the affected site. She was treated with an injection of toradol and provided with lidocaine patches (dosage unspecified). She was diagnosed with acute right shoulder pain and remained in the ed for approximately five hours before being discharged. The patient returned to the ed on (B)(6) 2026 at approximately 11:46 am due to persistent and severe pain in the same area. During this visit, she received pain medication (hydromorphone, dosage unspecified) and zofran; the routes of administration were not documented. Diagnostic imaging, including an x-ray and CT scan, was performed; however, no alternative cause for the pain was identified aside from the skin reaction. The patient remained in the ed for approximately five hours and was discharged home. On (B)(6) 2026, the patient returned to the ed at approximately 3:00 am due to ongoing pain. She was treated with hydromorphone and zofran and was prescribed medications for home use, including motrin, gabapentin, and norco. She remained in the ed for approximately five hours before being discharged home. Following discharge, the patient reported improvement in her condition and used over-the-counter neosporin at the affected site. By (B)(6) 2026, the area was reported to be healed. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).